Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during unknown procedure, the t1 and t2 implants of the fast-fix 360 curved ndl delivery sys devices were deployed at the same time. The procedure was finished with a smith and nephew backup device. Surgical delay greater than 30 minutes. Patient injuries were not reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10, h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed device returned outside of original packaging. The depth gauge is moved from manufacturer position. The deployment needle is in the t2 pre-deploy position indicating the device was manually deployed once. A functional evaluation revealed the device functioned as intended. A review of the customer provided image confirms the device batch number and product number. The t1 anchor was detached from the device and t2 appears to be still attached to the device. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.